Event description:
The customer reported that after the completion of a procedure involving ureteral re-implantation, bladder neck sling utilizing rectus fascia, antegrade continent enema utilizing appendix and suprapubic tube placement, a burned area was noted on the patient's right buttock and hip. The wound measured approximately 10x15 cm and appeared to be a thermal burn. The site reported the injury was not caused by the return electrode pad in use during the procedure. Additional questions regarding the degree of burn and the treatment of the burn have been asked, but have not been made available by the site contact.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.